Manufacturer narrative:
(B)(4). Device manufacture date: 07/14/2014 - 07/18/2014. The actual device was not available; however, a companion sample was received for evaluation. A visual inspection of the companion sample did not confirm the reported problem. Upon conclusion of the investigation, the cause of the reported issue was undetermined. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap had a protruding sponge. This was found before patient use. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. Report 102 of 120.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.